Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024.the infusion set has been used for 2 days. No further information was available.

Manufacturer narrative:
E1; patient city; (B)(6). Patient country; spain.